Manufacturer narrative:
It was reported that, "customer stated while walking across the kitchen floor the weld on crossbar broke. Customer stated he almost fell, but he was not injured". No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, "customer stated while walking across the kitchen floor the weld on crossbar broke. Customer stated he almost fell, but he was not injured".